Manufacturer narrative:
One used lf1637 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. The device was activated multiple times on simulated tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was observed for each application and no sticking occurred. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, tissue would stick to the jaws of the device. There was no tissue damage or patient injury, and another device was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.